Event description:
Based on additional information was received on 09-jan- 2018, this case initially considered as non-serious was upgraded to serious (important medical event for almost paralyzed added). This case was cross referenced with (B)(4) (cluster). This unsolicited case from (B)(6) was received on (B)(4) 2017 from physician (patient himself). This case concerns a male patient (age unspecified) who received treatment with synvisc and later after unknown latency had reactive arthritis/violent arthritis and was almost paralyzed. No concomitant medication or concurrent condition was provided. In 2016, the patient (who was also a physician) received 3 injections of synvisc (tolerated well) for a coxarthrosis with great efficiency and without pain. On an unknown date in (B)(6) 2017 (injected in the morning), the patient initiated treatment with intraarticular synvisc injection, 3 ampoules of 2 ml weekly (lot number and expiration date: not reported) for coxarthrosis. Recently, patient has just done a cure of 3 injections with intervals of one week. On an unknown date in 2017, after 10 hours after the injection the patient experienced violent arthritis; the patient was almost paralyzed. After 12 hours after the last injection, the patient noticed a very sharp pain, during 24 hours reactive arthritis. The patient wanted to know if the composition of the product has changed. Medical department answered to the patient that the composition of the product did not change. Patient was hesitating over receiving the treatment again because the adverse events were so violent. The patient provided the contact details of the radiologist. When calling him, radiologist confirmed the adverse events of the patient. He also reported he experienced the same (with case ID (B)(4)). Action taken: unknown. Corrective treatment: not reported for both. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: important medical event for almost paralyzed additional information was received on 09-jan-2018 from the patient and radiologist. Information regarding suspect drug (therapy start date and dose) was added. An additional event of almost paralyzed was added with details. Event verbatim was updated from reactive arthritis to reactive arthritis/violent arthritis. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 9-jan-2018: this case concerns a patient who received synvisc injection and later was paralysed. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on additional information received on 13-feb- 2018, this case initially considered as serious was downgraded to non-serious (important medical event for almost paralyzed was deleted). Based on additional information was received on 09- jan-2018, this case initially considered as non-serious was upgraded to serious (important medical event for almost paralyzed added) this case was cross referenced with (B)(4) (cluster). This unsolicited case from (B)(6) was received on 08- dec-2017 from physician (patient himself) this case concerns a male patient (age unspecified) who received treatment with synvisc and later after unknown latency had reactive arthritis/violent arthritis and had exudative synovitis at the left hip. Patient received no concomitant medication. In 2016, the patient (who was also a physician) received 3 injections of synvisc (tolerated well) for a cox arthrosis with great efficiency and without pain. To the knowledge of the radiologist, the patient did not take any concomitant medications or corrective treatments. On an unknown date in (B)(6) 2017 (injected in the morning), the patient initiated treatment with intra-articular synvisc injection, 3 ampoules of 2 ml weekly (lot number and expiration date: not reported) for coxarthrosis. Recently, patient has just done a cure of 3 injections with intervals of one week. On an unknown date in 2017, after 10 hours after the injection the patient experienced violent arthritis. After 12 hours after the last injection, the patient noticed a very sharp pain, during 24 hours reactive arthritis; the patient was almost paralyzed. The patient wanted to know if the composition of the product has changed. Medical department answered to the patient that the composition of the product did not change. Patient was hesitating over receiving the treatment again because the adverse events were so violent. The patient provided the contact details of the radiologist. When calling him, radiologist confirmed the adverse events of the patient. He also reported he experienced the same (with (B)(4)). The patient experienced an exudative synovitis at the left hip. To the knowledge of the radiologist patient did not receive a recent injection. Action taken: unknown. Corrective treatment: none for both. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52192 the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 09-jan-2018 from the patient and radiologist. Information regarding suspect drug (therapy start date and dose) was added. An additional event of almost paralyzed was added with details. Event verbatim was updated from reactive arthritis to reactive arthritis/violent arthritis. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 25-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 13-feb-2018 from radiologist. An additional event of exudative synovitis at the left hip was added with details. Previously captured serious adverse event of almost paralyzed was deleted with details. Seriousness criterion was updated. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 13-feb-2018: this case concerns a patient who received synvisc injection and later was paralysed. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment. As per the updated information, patient was not paralysed instead experienced exudative synovitis.

Event description:
Based on additional information was received on 09-jan- 2018, this case initially considered as non-serious was upgraded to serious (important medical event for almost paralyzed added) this case was cross referenced with (B)(4) (cluster). This unsolicited case from (B)(6) was received on 08- dec-2017 from physician (patient himself) this case concerns a male patient (age unspecified) who received treatment with synvisc and later after unknown latency had reactive arthritis/violent arthritis and was almost paralyzed. No concomitant medication or concurrent condition was provided. In 2016, the patient (who was also a physician) received 3 injections of synvisc (tolerated well) for a coxarthrosis with great efficiency and without pain. On an unknown date in (B)(6) 2017 (injected in the morning), the patient initiated treatment with intraarticular synvisc injection, 3 ampoules of 2 ml weekly (lot number and expiration date: not reported) for coxarthrosis. Recently, patient has just done a cure of 3 injections with intervals of one week. On an unknown date in 2017, after 10 hours after the injection the patient experienced violent arthritis; the patient was almost paralyzed. After 12 hours after the last injection, the patient noticed a very sharp pain, during 24 hours reactive arthritis. The patient wanted to know if the composition of the product has changed. Medical department answered to the patient that the composition of the product did not change. Patient was hesitating over receiving the treatment again because the adverse events were so violent. The patient provided the contact details of the radiologist. When calling him, radiologist confirmed the adverse events of the patient. He also reported he experienced the same (with case ID (B)(4)). Action taken: unknown corrective treatment: not reported for both outcome: unknown for both a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for almost paralyzed additional information was received on 09-jan-2018 from the patient and radiologist. Information regarding suspect drug (therapy start date and dose) was added. An additional event of almost paralyzed was added with details. Event verbatim was updated from reactive arthritis to reactive arthritis/violent arthritis. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 25-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 25-jan-2018: follow up information did not change the previous case assessment. This case concerns a patient who received synvisc injection and later was paralysed. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.